Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to a damaged usb connector. A charge and boot testing was performed and failed due to a damaged usb connector. The receiver log was not downloaded for review due to a damaged usb connector. Conformation of the allegation was undetermined. No injury or medical intervention was reported.